Manufacturer narrative:
Manufacturer's investigation findings: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported right heart failure and elevated lactate dehydrogenase (ldh) could not be conclusively determined through this investigation. The device operated as intended. The controller event log file captured transient pi events throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The remaining log files captured the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 05aug2021. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that right heart failure existed prior to the left ventricular assist device (lvad) implant and a device related issue did not contribute. The plan of care for hemolysis was outpatient follow-up during the patient's acute rehab stay and the patient continued on anticoagulation.

Event description:
It was reported that the patient's log files were sent for interpretation due to increasing lactate dehydrogenase (ldh) of 546 u/l. The rise in ldh was attributed to reduced pump speed given right ventricular (rv) dysfunction. The lowest pump speed was 4700 rpm. Treatment included reinitiating of anticoagulation. The event log captured routine events, the vad and peripheral equipment were operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.